Event description:
It was reported that the customer received a motor error alarm on the insulin pump. The insulin pump had not been exposed to a high magnetic field, or bumped or dropped. The blood glucose reading was not given. Nothing further was reported.

Manufacturer narrative:
Unable to prime during prime/a33 test. The insulin pump passed the rewind, basic occlusion, and displacement test. No motor error alarm noted. Motor passed the motor test. The insulin pump was received with a cracked display window corner, cracked reservoir tube lip, and a scratched display window. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.